Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of stomach on a laparoscopic sleeve gastrectomy, one small staple in the proximal end of reload was not fully formed and partially stuck in the cartridge. The handle and adapter worked fine firing every other reload during the case. There was no patient injury.